Event description:
It was reported that a patient had burning on urination and a negative urine culture. Etiology was noted as worsening or exacerbation of a pre-existing condition. It was noted that interventions included the antibiotic cipro and the event resolved without sequelae.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v535669, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(6), product type: programmer, patient. (B)(4).